Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not confirm a device issue that would have contributed to the decreasing flow and low flow alarms observed in the submitted controller log files. Although a possible outflow graft kink was observed in the submitted images, it could not be confirmed through evaluation of the returned device. Depositions consistent with low flow conditions were also noted, but a cause for the low flow conditions could not conclusively be determined. Additionally, discoloration of the pump cable inline connector bend relief was confirmed. A cause for this discoloration could not be determined. The submitted system controller event log file contained data from (B)(6) 2021. The file showed a sudden initial decrease in flow, and then beginning in the morning of (B)(6) 2021, a downtrend in flow, ending when the driveline and power cables were disconnected. The submitted computed tomography scans appeared to show a possible kink in the outflow graft at the distal end of the bend relief. This suspect area was not returned with the pump and, therefore, the possible obstruction could not be investigated. (B)(6) was returned assembled, with the pump cable severed approximately 17¿ from the pump housing. A distal portion of the pump cable measuring approximately 7.5¿ was also returned. The inline connector bend relief was noted to have yellow discoloration. The modular cable was not returned. Approximately 2.5¿ of the sealed outflow graft was returned secured to the pump cover outlet port, and the bend relief was seated properly onto the graft attachment hardware. The outflow graft clip was returned properly attached. Evaluation of the inflow cannula and outflow conduit revealed coagulated blood and tissue-like biological linings that appeared to have developed within the pump as a result of poor surface washing due to a low flow condition; however, a specific root cause for the low flow alarms confirmed via the submitted log files could not be determined. Upon disassembly of the pump, visual inspection of the pump¿s blood-contacting surfaces revealed a large amount of coagulated blood and structureless acute depositions in the pump cover. Coagulated blood and additional biological lining were also found in the rotor well. Examination of the pump's rotor and rotor well revealed no abnormalities related to wear or damage. All of the observed depositions appeared to be a result of poor surface washing due to a low flow condition. However, a specific root cause for the low flow alarms confirmed via the submitted log files could not be determined. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including flow. It also lists the adverse events that may be associated with the use of the hm3 lvas, including device thrombosis. This section also states that an occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm, and also explains that changes in patient conditions can result in low flow. Section 5 "surgical procedures" contains information regarding the preparation of the sealed outflow graft: in ¿preparing the sealed outflow graft,¿ the user is instructed to keep the bend relief disengaged for de-airing, and in ¿attaching the sealed outflow graft to the aorta,¿ the user is instructed to stretch the sealed outflow graft completely and then measure and cut it to the appropriate length. In ¿attaching the sealed outflow graft to the pump,¿ the user is instructed to tighten the screw ring completely until it stops clicking, and also to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. "Attaching the sealed outflow graft to the aorta" instructs the user how to attach the outflow graft to the aorta. "De-airing the pump" and "implant procedures" warn that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. This section also contains information on caring for the driveline: ¿wipe off any dirt or grime that may appear. If necessary, use a towel with soap and warm water to gently clean the driveline,¿ but never submerge the driveline in liquid. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 8, "equipment storage and care" (under "cleaning the driveline") states "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Heartmate 3 lvas patient handbook (rev. C): section 4 of the patient handbook, "living with the heartmate 3," contains cleaning instructions for the driveline, including instructions to clean off any dirt or grime and to use a towel with mild dish soap and warm water to clean it if necessary, but never to fully submerge the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This section instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. This document also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient became unresponsive and hypotensive in the morning. Patient developed low flow alarms and was transferred to the intensive care unit (ICU). Patient was intubated and started on pressors. A computerized tomography (CT) scan of the head was performed to ruled out acute hemorrhagic stroke. A computed tomography angiography (cta) scan of the chest was also done and there was some concern regarding the positioning and flow through the outflow graft. During this time, the device continued to show low flow alarm. Patient returned to the ICU and continued to require IV pressors. Family decided it would be best to withdraw care. Vad was disconnected and the patient passed away. Log file analysis captured several low flow events on (B)(6) 2021. The flows appeared to be trending downward beginning at 3:52 am. Pump power also appeared to be trending downward at this time.